Event description:
Procedure: nissen. According to the reporter: during use of the device the black unload button at the bottom of the device fell off of the instrument. There was no unanticipated tissue loss or tissue damage. There was no unanticipated blood loss and surgery time was not delayed. The incision was not extended by more than one inch. Nothing broke inside the patient.

Manufacturer narrative:
(B)(4).